Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump was not alarming as it was programmed to. The patient reported that she only received the empty cartridge alarm once. The patient reported that the pump did not continue to go off every 3 minutes or progress to vibe as the owner's booklet states it would. At the time of the call the patient refused to review pump settings and troubleshoot the alleged issue. The issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump powers on with functional auditory and vibratory features. A "low cartridge" warning was reproduced during investigation and the pump emitted the appropriate auditory and vibratory alerts. The audio and vibration features were found to be fully functional during investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.